Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens inserted upside down. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed only half of the lens was received with a clear surgical residue on it. (B)(4).

Event description:
The reporter stated the surgeon was having difficulty loading this micl13.7 implantable collamer lens and when it was inserted it flipped upside down. The surgeon could not get the lens to seat properly in the eye and tore the lens while manipulating it. The lens was removed without any patient injury.